Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center camera heads are not recognized. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and found during the device evaluation, that the device does not communicate with these types of endoscopes ¿ ltf-s190 and ch-s190-xz-e, due to a faulty circuit board. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "error 226" was caused by failure circuit board and e226 was displayed and also the event "detecting function does not work" could not be determinate the cause. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received indicated the event was found during preparation for use, and another system was used for the procedure.